Event description:
A mal-positioned and broken lead was reported. In addition, the two lead was twisted. The patient's symptom had not improved after having the initial implant surgery. The lead was later replaced. Following the lead revision, the patient's outcome was 'well", and their symptom was under control.

Manufacturer narrative:
(B)(4)